Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endo harvest the plastic silicone portion of the jaws of vasoview hemopro 2 split and the wires became dislodged from the jaws. All of the parts were still intact and nothing had fallen into the tunnel space. This was noticed after 5-6 burns. The surgeon did a preliminary test prior to using. The device was inserted correctly. Generator was at 2.5. The kit was replaced and finished the harvest without any issues. There was no patient harm and the vein was fine. The case was delayed about 4-5 minutes to diagnose the issue and get a new kit.